Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after review of consulting report which includes safety related data. Implant(s) involved and reported complications include: depuy synthes lcp periarticular proximal humerus plate - for 2-, 3-, or 4- part fracture of the proximal humerus. - 59-year-old female patient had loss of fixation treated with revision. - 50-year-old male patient had loss of fixation treated with revision. - 63-year-old female had avascular necrosis treated with surgical intervention (reverse total shoulder arthroplasty). - 71-year-old male patient had avascular necrosis treated with surgical intervention (reverse total shoulder arthroplasty). - 59-year-old female patient had non-union treated with revision orif with graft. Depuy synthes va-lcp proximal olecranon plate 2.7/3.5 - for ulna fracture. - 71-year-old male had symptomatic hardware treated with implant removal. - 33-year-old female had symptomatic hardware treated with implant removal. - 38-year-old male patient had symptomatic hardware treated with implant removal. - 66-year-old male patient had symptomatic hardware treated with implant removal. Depuy synthes va-lcp olecranon plate 2.7/3.5 - for intra-articular olecranon fracture. - 71-year-old male had symptomatic hardware treated with implant removal. - 33-year-old female had symptomatic hardware treated with implant removal. - 38-year-old male patient had symptomatic hardware treated with implant removal. - 66-year-old male patient had symptomatic hardware treated with implant removal. Depuy synthes va-lcp proximal ulna plate 2.7/3.5 extra-articular plate - for monteggia or ulna fracture. - 19-year-old male had symptomatic hardware treated with implant removal. - 64-year-old male had symptomatic hardware treated with implant removal. Depuy synthes va-lcp proximal tibia plate 3.5 - for split/ depression or bicondylar. - 65-year-old female had symptomatic hardware treated with implant removal. - 66-year-old female had non-union treated with surgical intervention (total knee arthroplasty). Depuy synthes va-lcp medial distal tibia plate 2.7/3.5 - pilon fracture. - 53-year-old male had symptomatic hardware treated with removal of implant. - 32-year-old male had symptomatic hardware treated with removal of implant. - 30-year-old female had symptomatic hardware treated with removal of implant. - 34-year-old male had symptomatic hardware treated with removal of implant. - 38-year-old female had symptomatic hardware treated with removal of implant. - 47-year-old female had symptomatic hardware treated with removal of implant. - 22-year-old male had symptomatic hardware treated with removal of implant. - 45-year-old male had athrosis treated with removal of implant and ankle fusion. Depuy synthes va-lcp anterolateral distal tibia plates 2.7/3.5 - pilon fracture. - 30-year-old female had symptomatic hardware treated implant removal. - 46-year-old male had athrosis treated with removal of implant and ankle arthrodesis. - 44-year-old female patient had athrosis with removal of implant and ankle arthrodesis. Depuy synthes va-lcp anteromedial distal tibia plates 2.7/3.5 - pilon fracture. - 58-year-old male had symptomatic hardware treated with implant removal. - 25-year-old male had symptomatic hardware treated with implant removal. - 50-year-old male had symptomatic hardware treated with implant removal. Depuy synthes va-lcp posterolateral tibia plates (l- and t- plates) - pilon fracture. - 45-year-old male had athrosis treated with removal of implant and ankle arthrodesis. Depuy synthes lcp lateral distal fibula plate - distal fibula fracture. - 37-year-old female had symptomatic hardware treated with implant removal. - 64-year-old female had symptomatic hardware treated with implant removal. - 39-year-old female had symptomatic hardware treated with implant removal. - 55-year-old female had symptomatic hardware treated with implant removal. Depuy synthes lcp posterolateral distal fibula plate - distal fibula. - 55-year-old female had symptomatic hardware treated with implant removal. - 36-year-old male had symptomatic hardware treated with implant removal. - 38-year-old male had symptomatic hardware treated with implant removal. Depuy synthes va-lcp lateral distal fibula plate 2.7 - distal fibula. - 58-year-old male had symptomatic hardware treated with removal of implant. - 58-year-old male had symptomatic hardware treated with removal of implant. - 50-year-old male had symptomatic hardware treated with removal of implant. - 37-year-old male had symptomatic hardware treated with removal of implant. - 25-year-old male had symptomatic hardware treated with removal of implant. - 84-year-old female had symptomatic hardware treated with removal of implant. - 27-year-old male had symptomatic hardware treated with removal of implant. Depuy synthes locking calcaneal plates - calcaneal fracture. - 25-year-old male had symptomatic hardware treated with implant removal. - 33-year-old male had symptomatic hardware treated with implant removal. - 17-year-old male had arthrosis treated with removal of implant with subtalar arthrodesis. - 19-year-old female had arthrosis treated with removal of implant with subtalar arthrodesis. - 39-year-old female had arthrosis treated with removal of implant with subtalar arthrodesis. Depuy synthes va-lcp calcaneal plates 2.7 - calcaneal fracture. - 35-year-old male had symptomatic hardware treated with removal of implant. - 46-year-old male had symptomatic hardware treated with removal of implant. - 23-year-old male had symptomatic hardware treated with removal of implant. - 26-year-old male had arthrosis treated with removal of implant with subtalar arthrodesis. This report captures the reported 37-year-old male had symptomatic hardware treated with removal of implant. This is report 8 of 10 for (B)(4), additional reported patients are reported under related complaints (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d1, d4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.